Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient needed to have another adjustment because the new girl that did it about 3 or 4 weeks ago was new and it was not doing what they needed it to do. Patient had a non rechargeable battery that protruded a lot on their skin and it caused a lot of aggravation. When they were sitting down or leaning against the couch it would vibrate a lot and when they lay down in bed on their back it vibrated a lot. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.